Event description:
The customer reported that the catheter was detected by carto 3 system but it was not visualized properly on it. The customer changed the cable and the issue continued. They used another catheter to complete the case.

Manufacturer narrative:
The reportability of this event changed from not reportable to malfunction on 10/6/2011 when the failure analysis lab found the char in the catheter. The catheter was tested for eeprom, carto and calibration functionality. The results show the catheter was not recognized by carto. The root cause of the reported complaint revealed that the biosensor was internally damaged on x coil causing the improper condition. Also, the catheter was visually evaluated and it was found with char in the tip section upon receipt; the electrical test was not performed properly due to the fact that the electrical lead wires were cut when the catheter was dissected for the biosensor failure. The electrical inspection performed to the cut lead wires revealed no shorts or open circuits. The device history record (DHR) was reviewed and no anomalies were found related to this failure. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.